Manufacturer narrative:
Additional h6: f1903. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side implant exchange with no complaint against the device. Patient later reported "concern of the implant". Healthcare professional later reported deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Deflation: observed opening assessed as surgical damage and observed total delamination on the plug strap disk shell assessed as cohesive failure. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported a right side implant exchange with no complaint against the device. Patient later reported "concern of the implant". Healthcare professional later reported deflation. Device was explanted.